Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a photograph provided was reviewed. The photograph shows parts of the affected device on the operation table. The kink protector is located on the device shaft, indicating that the handle was opened. Also, a severely deformed stent fragment is visible. The completely disassembled and severely damaged delivery system and stent were returned separately. Several parts of the assembly are missing. The stent has been partially released and fractured. Three stent fragments were returned inside a plastic beaker. The stent fragments are severely deformed. The distal stent portion is missing. The distal end of the inner shaft including the device tip and the distal radiopaque marker has been torn off and was not returned. The distal end of outer shaft is located about 63 mm distal to the proximal radiopaque marker. The outer shaft is strongly kinked and compressed about 100 mm, about 178 mm and about 185 mm proximal to its distal end. The outer shaft is also flared at its distal end, indicating that the stent has been pulled in distal direction which was most likely a consequence of the partial stent release and was most likely induced during device withdrawal. The proximal inner shaft portion show signs of compression. The proximal outer shaft portion is well sliced and has fractured, most likely inside the handle. The fracture sites are plastically deformed which is indicative for an overload fracture. The findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Additional in-depth investigations such as infrared analysis of the outer shaft inner surface and scanning electron microscopy analysis of the stent surface revealed no abnormality or deviation. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.

Event description:
The pulsar-18 stent system was chosen for the treatment of a severely calcified lesion in the sfa. The stent was partially released and could not be released anymore. The device was removed but the stent partially fractured inside the body.